Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. In addition, testing of the retained samples showed no abnormalities. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A distributor reported to baxter (B)(4) a tricea 150g that was noticed leaking. There was no patient involvement; as such there was no patient injury or medical intervention reported. No additional information is available.